Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the battery (bat901088) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed the battery was reporting a frozen relative state of charge (rsoc) value on the test equipment. Functional testing also revealed an abnormally high max error value, indicative of a fault of the main integrated circuit (ic) that controls the battery. The max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inability to communicate to the main integrated circuit. Additionally, the abnormal max error value and frozen rsoc value were unable to be reset during functional testing, likely due to a problem with the main integrated circuit. Log file analysis pertaining to the controller in use during the reported event (con410237) revealed abnormalities in the rsoc values reported by bat901088 when connected to the controller. Log file analysis also revealed three critical battery alarms involving bat901088 logged on (B)(6) 2021 at 17:27:39, on (B)(6) 2021 at 17:16:55, and (B)(6) 2021 at 12:18:14. During these instances, the battery was not the active battery, yet still dropped capacity. During the critical battery alarm logged on (B)(6) 2021, the battery depleted from 70% rsoc to 0% rsoc. Given that the capacity suddenly depleted may be indicative of an estimation error due to a fault of the main ic. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a faulty integrated circuit that controls the battery potentially due to an electrostatic discharge (esd) event, which caused the battery's capacity to drop below 10% rsoc and triggering critical battery alarms. CAPA (B)(4) is investigating battery issues related to esd. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery had power consumption issues. The battery was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for an update to the product event summary and annex c and d codes. Product event summary: based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.